Event description:
Reporter alleged on two separate days, he obtained a result of 618 mg/dl which is outside the numeric reading range of 10-600 mg/dl of the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during that time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.